Manufacturer narrative:
Device evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were expanded, with contrast remaining in the balloon. The inner lumen was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used during a procedure in the lm. It is reported that during the procedure, the stent detached from the balloon in the left coronary trunk. No patient injury reported.